Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis. The patient underwent surgery and fluid loss was identified at a quick connector. The reservoir and pump were replaced. There were no patient complications.